Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient is "in a constant state of pain, I have limited physical mobility and I get worse every day."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient underwent a posterolateral spinal fusion surgery from l4 to s1 using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe lower back pain and yellow drainage from the surgical wound. At an unknown time post-op, the patient's severe lower back pain worsened and began to radiate into her thighs and lower extremities with a marked increase in weakness in her legs. Post-operative imaging studies on (B)(6) 2012 reportedly indicated that the patient continued to experience fluid collection and bony hypertrophy in the posterior spinal elements. The patient continues to experience significant and excruciating nerve injuries and lower back pain. The patient's surgery offered no relief for her spinal conditions, but the severe pain began to radiate to her lower extremities exacerbating her pain and discomfort making it difficult to sit, stand, lie down, or sleep for any extended period of time. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.